Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high pacing lead impedance and inadequate capture was observed. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition following the procedure.